Event description:
It was reported via repair work order that the bed lifts were experiencing phantom motion due to malfunction lift sensor coil and cpu board. It was also reported that the fowler had phantom motion due to malfunction potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.